Event description:
Consumer reported audio alerts stopped working about one month ago, but did not call in to tech support. Consumer reported he had hypoglycemic event on (B)(6) 2013. Consumer was found unconscious, paramedics were called, glucagon was administered. Consumer did not go the hospital. Consumer feels fine.

Manufacturer narrative:
Extent of injury, if any (e.g. Fainting, infection): patient took insulin after dinner and it worked too well. Doesn't remember amount of insulin administered. Daughter found patient unconscious about 2:00 a.m. And called paramedics, who administered 50 ml of glucose. No hospital visit after event. At event time, blood glucose level was 50. 20 minutes after paramedics left blood glucose was 178. Patient has a doctor visit scheduled on (B)(6) 2013. Patient does not have studio installed on personal computer ((B)(6)), but is willing to install if needed. Description of medical intervention: nothing other than glucose. Other medication: blood pressure and cholesterol, fosamax (calcium), lantus, iron supplement. Prilosec (acid reflux). Daughter purchased two glucagon kits. Patient had some at the time of event, but they were expired and did not use. Current condition of patient: patient feels fine. Product return received for receiver, pending product investigation results.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly (B)(4).